Event description:
It was reported that during clinic visit, the health care professional (hcp) reported experiencing difficulties interrogating this implantable cardioverter defibrillator (ICD) device with the programmer. The hcp called technical services (ts) and requested for troubleshooting assistance. Ts confirmed the correct programmer was in use and walked through the troubleshooting steps with the hcp. The troubleshooting efforts were unsuccessful. Ts advised the hcp to contact the local field representative for further troubleshooting assistance. At this time, the ICD and programmer remain in service. No adverse patient effects were reported.